Event description:
It was reported that a spectrum pump failed to reach the downstream occlusion max pressure during preventive maintenance testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found it was out of spec in relation to the reported failing to reach the downstream occlusion max pressure, which was reproduced. During the eval, the device would not alarm into downstream occlusion on the medium and high setting. Using a known working input/output printed circuit board (I/o pcb) and downstream sensor, eval was able to produce a downstream occlusion alarm. The failing input/output printed circuit board (I/o pcb) and downstream sensor were replaced.